Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had vibrate anomaly. Customer stated that she had low and high blood glucose. Perform self test during self test no vibrate anomaly noticed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history noted during testing. (B)(4).

Manufacturer narrative:
Device passed the displacement test and self test. All audio tones and vibration were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio, vibrate anomaly, absence of audio alarms or pump error 63 alarms in the formatted history noted during testing.(B)(4).